Event description:
The husband of a (B)(6) female pt called zoll customer support to report that she was receiving battery charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem was unable investigation the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to contamination on the battery pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.